Event description:
After the protege everflex stent was successfully deployed and the catheter was removed, the physician started to deploy a second device. When the second device was placed in the pt the physician realized that the tip of the first protege everflex catheter was in the tp trunk, the only piece visible in the body was the tip. The physician tried to snare the tip unsuccessfully. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.